Event description:
A peritoneal dialysis nurse reported that patient had an episode of peritonitis in (B)(6) 2014 due to air contamination; aseptic technique.

Manufacturer narrative:
Medical records have been requested and have not been received by the manufacturer to date. At the conclusion of the investigation, a supplemental report will be filed with the results of the clinical investigation. The device evaluation has not yet been completed. A follow up report will be filed upon completion of the investigation.